Manufacturer narrative:
The customer¿s experience with defective display boards is believed to be associated with dim segment(s) on a 7 segment display. Dim segment(s) were observed on the seven segments display on all returned display boards. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. A supplier product change notification (B)(4)was issued to improve the manufacturing process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
The customer reported 9 defective display boards - dim/missing segments during pm. There was no patient involvement.